Event description:
The customer received a blood glucose reading on the contour meter that was 100mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to return the test strips for evaluation. A new kit was sent to her.